Manufacturer narrative:
The product was not returned for analysis. Additional information: the files states that scrub nurse filled the cartridge with viscoelastic to 2/3 full. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use(IFU), as it is stated in the file that scrub nurse filled the cartridge with viscoelastic to 2/3 full. The IFU instructs: the IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during an intraocular lens (iol) implant procedure, noticed small more peripheral diagonal crack in optic , lens already implanted and then explanted.